Manufacturer narrative:
Additional information received indicated there was noise associated with unipolar sensing. The device was reprogrammed to bipolar sensing with unipolar sensing. There were no plans for additional intervention. The patient is also followed via remote monitoring. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements of approximately 2,500 ohms. The lead safety switch (lss) had also been triggered as a result. A review of available data indicated that there were also non-sustained ventricular tachycardia (nsvt) episodes indicating noise and oversensing. The patient is less than one percent ventricular paced and this did not result in asystole for this patient. There was also evidence that the lss switch had previously been triggered in (B)(6) 2016. Boston scientific technical services (ts) recommended additional troubleshooting options or programming the device to aai pacing mode. No adverse patient effects were reported.